Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. D10: device final destination h3, h4, h6: a review of the device history record device history lot part: 03.010.475 lot: 2623768 manufacturing site: bettlach release to warehouse date: 06. Dec. 2010 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. H3, h6: investigation summary pd investigation site: sustaining engineering zuchwil / trauma/cmf - EU summary of the pd investigation: the product is broken, the threaded tip is missing. The product shows deformations and damages, also on the shaft portion in the area of the wrench geometry, probably due to hammering. The product investigation, the analysis of available data, sales and complaints shows that no escalation is needed, and the risk documents adequately address the issue described in the complaint and that the product is safe and efficient. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an im nail tibia procedure, the surgeon was inserting a suprapatellar tibial nail and during insertion surgeon struck the driving cap and it broke and left the threads lodged in the insertion handle. There was no surgical delay. Procedure completed without complication. Patient outcome is unknown. Concomitant device reported: insertion handle for suprapatellar (part# 03.010.440, lot#: 160400-101, quantity 1), unknown suprapatellar tibial nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for complaint (B)(4).